Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to failure of the electrical circuit board which the pressure sensor was mounted. Alarm was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since there was no delivery of the current product, the cause could not be determined, but it is presumed from the phenomenon that the event occurred due to the detection of an abnormality in the internal circuit. The cause of the internal circuit malfunction is presumed to be the failure of the pressure sensor mounted on the main board. The cause of the failure of the pressure sensor mounted on the main board is presumed to be due to any of the following process errors. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, there was no display on the front panel when the subject device was started, and the alarm sounded for a long time. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.